Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during a lap distal gastrectomy while in gastrointestinal anastomosis. A component of the stapler is detached and after firing, the anvil did not tilt as it normally does. Replaced by a new device to complete the procedure. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during a distal gastric cancer resection,while in gastrointestinal anastomosis. The head butt of the nail anvil was loose, component of the stapler is detached and after firing, the anvil did not tilt as it normally does. Replaced by a new device to complete the procedure. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.